Manufacturer narrative:
Section d4, h4: correction. Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2017. Examination of the submitted photos revealed a tear to the external bend relief of the driveline. A specific cause for this finding could not be conclusively determined through this evaluation. The submitted photos showed that the previous clamshell repair that was installed on (B)(6) 2020, appeared to have slid away from the metal connector of the driveline, sitting proximal to the connector. Examination of the submitted photos also confirmed a tear to the external bend relief of the driveline. It should be noted that the external bend relief did not appear to be separating from the metal connector itself. The final submitted photo showed the clamshell repair that was installed on (B)(6) 2020, which appeared unremarkable. The center reported that there were no alarms and no adverse consequences for this event. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), and no additional complaints have been reported at this time. The hmii lvas IFU and patient handbook contain information regarding driveline care. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was separation of silastic at metal connector at driveline. A clamshell repair was scheduled.